Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable and drive cable to be frayed. One grip close cable was frayed at the distal idler pulley. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the instrument's grip cable to be derailed. One grip close cable was derailed from the distal idler pulley. The grips can still open and close however movement may not be precise. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported frayed cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the cable on the large needle driver instrument broke. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.